Event description:
It was reported that the 9600 system had a loud noise and had an error code at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.